Event description:
It was reported via repair work order that the power cord lost connection due to the strain relief being pulled out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.